Event description:
A nurse mgr reported experiencing system messages and operational issues with their foot pedal and cable. Additional info was received indicating this issue has been ongoing since 2013. The nurse reported several instances where the foot pedal would not work the cautery, extrusion, and vit cutter. At times, the foot pedal would not work in certain positions. Sometimes changing out the foot pedal would work to complete surgery, and other times, the system had to be exchanged to complete the procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).